Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified coronary artery. A 3.50 x 12 synergy¿ drug eluting stent was advanced to treat the lesion; however, the device failed to cross the lesion and it was also noted that the stent strut was lifted. The device was completely removed from the patient's body. No patient complications were reported and the patient's condition was stable.